Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two samples were received for the evaluation. It is not possible to confirm the reported condition at this time. This catheter is a purchased component with part number (B)(4) and is supplied by an external supplier. A complaint notification and the samples were sent to supplier to initiate the investigation of root cause and determine the corrective action regarding the reported issue.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the gastronomy feeding tube was leaking. There was no harm to the patient.